Event description:
It was reported that there was an absence of no delivery alarm on the insulin pump and that the customer experienced high blood glucose levels. The blood glucose reading was 386 mg/dl at the time of the call, which the customer treated with manual injection of 3.5 units of insulin. Upon troubleshooting, it was found that the insulin pump passed the high pressure test; advised the customer that the device was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.